Event description:
The pt reportedly experienced poor sound quality and subsequent decrease in performance. The pt reportedly also experienced atypical tinnitus. The pt's c1 device was explanted without prior notification to the co.